Manufacturer narrative:
This product is not distributed in the USA.

Event description:
The machine turned off suddenly while running. No injury or death to pt occurred. Customer replaced the power supply board and the ventilator is now working properly.